Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
"It was reported that the insulin pum palarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 150 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.